Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure and cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope adhesive around the acoustic lens was chipped, the objective lens adhesive section had peeled off, and there was foreign material at the mounting connector of the cleaning tube. There was no patient involvement.